Event description:
It was reported that five (5) transfer sets disconnected from the titanium adapter; further described as "spontaneously disconnected from the catheter." This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. The titanium adapters remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2023, further described as "over the past few months." The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.